Event description:
A pt developed a severe rash several years after a equiflow ventriculoperitoneal shunt was placed. Add'l info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.